Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was performed which resolved this issue. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
The event of ipg turning off was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section h9: fsca number added.

Manufacturer narrative:
The event of ipg turning off was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation.